Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to inflate or deflate the device due to a blocked cylinder. A surgical procedure was performed in which the existing device was explanted and replaced. There were no patient complications reported.